Event description:
The hill-rom field technician reported that the brakes would engage but would not hold. He replaced the torque tube assembly and the brakes functioned as designed. He stated that the bed was out of service and no injuries were reported concerning the brake failure.